Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack by the battery area and the display screen. The blood glucose reading was not given. Customer was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and cracked lcd window at the upper right corner.